Manufacturer narrative:
The reported event of loose screw was not confirmed. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the helix's of the lead got damaged. The lead was not used and replaced during the procedure. The patient was stable.